Event description:
It was reported that a cartridge alarm occurred during the loading sequence. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was displayed as "high"; although a specific value was not provided. The customer addressed their bg with a manual injection.